Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited chronic noise. Noise was causing unnecessary pacing at maximum track rate leading to discomfort to the patient. Lead was explanted and replaced during device changeout procedure. Patient was stable.

Manufacturer narrative:
A partial lead was returned in three pieces. External insulation abrasion exposing the outer coil was noted at 7.1 cm to 7.5 cm from the connector pin consistent with lead friction to the device can. External insulation abrasion exposing the outer coil was noted at 2.5 cm to 2.7 cm from the distal tip consistent with lead friction to another device or feature of the heart. The cause of the reported event of noise was isolated to the exposure of the outer coil in the abrasion zones.